Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use without issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the heavily calcified and mildly tortuous anatomy, the outer surface of the balloon became compromised or damaged restringing in the balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous de novo lesion in the distal right coronary artery. A 3.0x15 nc traveler balloon dilatation catheter (bdc) was advanced with resistance met due to the anatomy. During the first attempt to inflate, the balloon ruptured at 16 atmospheres (atm). The bdc was removed and replaced with a cutting balloon. There were no adverse patient effects and no clinically significant delay in the procedure.